Event description:
Customer reportedly received results of 304, 280, 245, and 140 mg/dl within 10 minutes on the nano system. No actions taken based on device results. No adverse event reported. The lot number of the test strips was not available. Requested return of suspect device; however, the test strips have all been used.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.